Manufacturer narrative:
Concomitant medical products: 5054-52 lead, implanted: (B)(6) 1998. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds for some time. During a device change out, the lv lead was capped. No patient complications have been reported as a result of this event.